Event description:
It was reported that the stent delivery system was positioned and then inflated; however, it ruptured. The physician did not feel that the stent was in the right position, and since the stent was not completely apposed, the stent was retrieved with a snare device. No pt effects were reported.